Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360 infusion pump which was reported to have failed to detect air in line. The customer reported the patient completed cisplatin treatment and was completing hydration therapy after. The nurse was at the patient chairside, per mitigation protocol, ensuring no air to patient when the nurse noticed during vital signs that that bag completed with air introduced into cassette; the pump did not alarm for air in line. The pump was stopped by the clinician and placed out of service when air was noticed in the cassette. There was patient involvement, however, no harm was reported as a consequence of this event and there was no reported change in patient status. The incident was also reported to the manufacturer via medwatch mw5113281.

Manufacturer narrative:
The device was received for evaluation. The device was powered on and the calibration data was reviewed; the device received further testing which confirmed customer¿s complaint through review of the event alarm logs (eal). In the analysis of the eal report the hydration infusion was overprogrammed and while air passed the proximal air in line sensor without detection, the air *was* detected by the distal air in line sensor which correctly stopped the infusion before air left the cassette. As the plum pump is designed with dual air in line sensors (i.e. Proximal & distal) to provide redundancy, the pump performed correctly in detecting air before it left the cassette and was unable to duplicate customer¿s complaint through physical testing. Device passed self-test with no error alarms. Device passed performance verification test (pvt). Probable cause for customer¿s complaint of the device failing to detect air in the cassette was confirmed through history, but not duplicated through physical testing. The customer¿s complaint is confirmed through eal but is evaluated to be consistent with normal and correct pump operation. As the pump detected air per design and otherwise delivered medication accurately within design tolerance, engineering evaluates the pump is operating correctly per design. Based on the results obtained for the executed testing, no objective evidence could be found of any condition related to pump functionality that could be driving the air in line issue. Distal and proximal air voltage thresholds were found inside accepted ranges.